Event description:
The user facility reported that the tr band would not inflate while being prepared for use. The following information was provided by the user facility: during preparation of the device prior to placement it was noted that ¿one of the balloons would not inflate"; and the device was not used on the patient.

Manufacturer narrative:
The involved device is in transit to the manufacturing facility in (B)(4) and has not yet been received for evaluation. Therefore, the current investigation was based on evaluation of user facility information, retained samples and quality records. Examination of the retained sample confirmed there were no defects or anomalies. Testing of the retained sample confirmed that performance specifications were met. A review of the device history records confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause for the reported event cannot be definitively determined based upon the currently available information, there is no evidence that the reported issue was related to a device defect or malfunction. The labeling does address the potential for such an event in the instructions-for-use with statements such as: while using, be careful not to put excessive load on the pressure confirmation balloon or compression balloon that could break it." All currently available information has been placed on file by qa at the manufacturing facility for appropriate tracking, trending and follow-up. A supplemental follow-up report will be submitted when the involved device is received and evaluated by the manufacturing facility in (B)(4).

Manufacturer narrative:
Conclusion: based upon evaluation of the returned sample. The involved device was returned to the manufacturing facility in japan for evaluation. Inspection of the returned sample confirmed that the area adjacent to where the large and small balloons are welded had been stretched & then torn. Evaluation of non-damaged areas of the returned sample confirmed that there were no other anomalies or defects. Examination of the retained sample confirmed there were no defects or anomalies. While the cause of the reported event cannot be definitively determined based on the available information, the appearance of the returned sample is most consistent with damage due to the user applying an excessive pulling force when opening the band prior to use, resulting in the tear between the two balloons. The labeling does address the potential for an event related to damage of the tr band balloon in the instructions-for-use with the following statement: "while using, be careful not to put excessive load on the pressure confirmation balloon or compression balloon that could break it." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow-up # 1 for mfg. Report # 9681834-2013-00099 to provide additional information regarding the results from the evaluation of the involved device.